Event description:
Hold mc. Complaint handling unit received a user facility report for medwatch numbered (B)(4) on (B)(6) 2013. The patient presented to the hospital for surgery on (B)(6) 2013, of removal of femoral nail left leg with irrigation and debridement and placement of osteoset pellets. The patient had the femoral nail originally placed at the hospital on (B)(6) 2008. The patient reported for the past two years he had draining from his left hip, going back and forth in closing up and opening up. He had the device placed in 2008 in his left femur related to a severe auto accident. The surgeon felt the rod was clearly loose with concerns of osteomyelitis with some nidus. The patient decided for removal of the implant. His diagnosis was infection, osteomyelitis, three years out after an intramedullary nail surgery. On (B)(6) 2013, he had the procedure performed. Operating report indicated the patient tolerated the procedure well. Cultures were taken (no growth) and began vancomycin antibiotics. Osteoset 50cc that was made beads were impregnated with tobramycin and vancomycin in each. No complications were reported in removal of the femoral nail and screws. This is report number 2 of 3 for complaint #43559

Manufacturer narrative:
Additional narrative: product development event evaluation was conducted. The report indicates that there have been no other reported complaints within the year timeframe of (B)(4) 2011 ¿ (B)(4) 2013. (Note that invalid complaints were not considered in the total). A combined total of (B)(4) tfn helical blades and tfn lag screws were sold within this timeframe. This would make the occurrence rate (B)(4), thus making the probability improbable. There are numerous possibilities for infection from the or environment and it is hard to determine if the implant itself was the root cause. However, based on the low occurrence rate/complaint history for this product, the design of the device was evaluated and deemed to meet its intended use. Thus this complaint is invalid.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the part received was in good condition. No visible damage was apparent and the anodize surface was worn off in the area where the blade passes through the nail. This is consistent with normal field usage. All dimensions are within stated tolerances in effect at the time of manufacture. Based on the measurements obtained and the lack of damage on the part, this complaint is deemed invalid. Placeholder.

Event description:
This is 1 of 3 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Placeholder.